Event description:
Patient presented in labor. An epidural block was performed for labor analgesia. The catheter was inserted without difficulty. After the newborn was delivered, the catheter was attempted to be removed, but the anesthesiologist met resistance. He had the patient lean forward in hopes to dislodge the catheter, but it broke. Neurosurgery was called and the patient opted to have the broken piece of catheter surgically removed. A CT scan revealed that the broken piece of catheter was between the l4 and l5 and was midline in the lamina. The surgeon noted that the catheter was tight between the bones and some portion of the bone needed to be removed in order to free the catheter. Approximately 6cm piece of catheter was removed from the patient. She recovered without incident and was discharged home on post-partum day 2.